Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned without a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2011. The cause of death was stated to be natural causes. The caller stated that they do not think the customer passed due to natural causes; he thinks the customer passed due to an overdose. The caller stated that diabetes, high blood pressure, cocpd, and sleep apnea lead to the customer's passing. The caller stated that the customer broke her foot in two placed. The customer had bladder infection; they wanted to clear it before the surgery. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer chose not to wear the insulin pump that day. The caller did not know if the customer used sensors or not. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed years ago.